Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the complaint device was not returned to cirl for evaluation, therefore a document based investigation will be carried out. Document review including IFU review: as the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zebd-7-7 devices are subject to visual a visual inspection and functional checks to ensure device integrity it should be noted that the instructions for use (ifu0045-7) states the following: ¿refer to package label for minimum channel size required for this device.¿ there is sufficient evidence that the user did not follow the IFU. Root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
(B)(4)complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A guide wire would not pass through the stent lumen. Another zebd-7-7 was used instead to complete the procedure. Olympus' visiglide 0.025 wire guide was used to place the replacement stent. This (B)(4) was opened for the request from cirl about use of 0.025 inch wire guide to place the replacement stent stated in (B)(4).the patient did not experience any adverse effects due to this occurrence.this information is for (B)(4).for all complaints: for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact already stated in patient/event info tab. What was the target location for the stent? Bile duct please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Stand in a shelf. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* olympus / visiglide 0.025 inch was the wire guide lubricated prior to use? Yes was the device at the centre of the complaint inspected for damage prior to use? Yes was the wire guide inspected for damage prior to use? Yes were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes if yes please indicate the procedure performed. Est did the patient involved exhibit altered anatomy or tortuous anatomy? No if not with the device in question, how was the procedure finished? Already stated in patient/event info tab. Did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? N/a was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a were any other defects observed on the device prior to return (other than the reported complaint issue)? No was a straightener used to straighten the stent? Yes (if any damages were confirmed prior to use)was the package damaged? Nofor complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus / jf260v does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes was resistance encountered when advancing the wire guide to the target location? No was resistance encountered when advancing the introduction system in place to the target location? No how did the physician deal with this resistance? N/a how did the physician determine the length of the stent to be used for the procedure? By measuring where was the stricture located in the duct? Bile duct was the stricture dilated prior to placing the device? No was resistance encountered when advancing the stent through the obstructed area? No after placement, was stent position verified? N/a if yes, please describe how. N/a please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. N/a did any section of the device detach inside the endoscope or patient? No if yes, please specify what section of the device broke off: n/a please indicate whether the device broke in the endoscope or in the patient? N/a was the broken device retrieved? N/a if yes, please indicate what tools were used during retrieval. N/a were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No if yes, please indicate what modifications were made: n/a please indicate why the modifications were necessary. N/a please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Yes. Guide wire. Did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? N/a was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a were any other defects observed on the device prior to return (other than the reported complaint issue)? No if yes, please specify what was observed and where on the device it was observed. N/a